Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified spinal surgery for the treatment of idiopathic scoliosis. Post-operative, the patient got checked and physician found the stick screws out, for which the patient underwent revision surgery. Reportedly, her current status was well.

Manufacturer narrative:
X-ray analysis: "post op x-rays show scoliosis construct t5- l3, though levels difficult to count on images provided; one of the rods appears short and is not seated in l3 screw head. One of the l2 set screws is out as well. Unclear why they were unable to tighten set screw, but appears to have broken cap off. Plier tightening may break set screw without achieving correct compression. Root cause: surgical technique."